Event description:
The customer reported that he was hospitalized due to a heart transplant. The customer stated that he experienced blood glucose levels as high as 300 mg/dl during the hospitalization, and was transferred to the ICU. The customer reported feeling tingling in his hands, feet and lips. Also, the customer stated he was very weak and shaky. In addition, the customer reported that he was hospitalized on (B)(6) 2012 also for high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer removed the infusion set, and the cannula was not bent. The customer did not want to troubleshoot further, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.